Event description:
Additional information: the patient had a nosebleed on the morning of (B)(6) 2021. No treatment was performed and the nosebleed resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. The patient remains ongoing on the hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including bleeding, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a new onset of bleeding from their penis. The bleeding was noted to come from the meatus with a small sized clot in the urinal. No treatment was performed and the bleeding resolved with sequelae on (B)(6) 2021.